Event description:
During the start of ivtm therapy, the quattro catheter (lot #165146) was inserted into the patient's left femoral vein with no abnormalities. During the maintenance phase of treatment, customer noticed decrease of saline in the saline bag. The customer checked on both the quattro catheter and start-up kit (suk) (lot #171714) but could not find any saline leak. No backflow of blood had occurred either. The customer could not prove that the catheter was not damaged and decided to end ivtm therapy and removed the catheter from the patient. After ending the ivtm therapy, the patient had a fever again and an alternative temperature method was utilized. About 250ml of saline was suspected to have been infused. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint of the customer noticed the saline bag had decreased while using the quattro catheter (lot # 165146) was not confirmed during functional testing and visual inspection. No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. In addition, during visual inspection and functional test of the returned start-up kit (suk) (lot #171714), no leak or damage was observed. No leak or malfunction was observed and the suk performed as intended. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the catheter's balloons and luered tubing. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to returned suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter and suk functioned as intended. During further functional testing, the returned catheter was connected to the returned suk and ran on a console system in both warming and cooling modes for a total of 2 hours. The system ran in the max warming mode with a target temperature at 37°c for 60 minutes and in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter and suk functioned as intended.